Event description:
It was reported to the biomedical engineer that the unit was pacing continuously, even when it shouldn't be. When the biomedical engineer tested the unit, it was functioning fine. He could not find any problem. No patient involvement or complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery contacts were compressed and the keyboard pad was cosmetically scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.